Event description:
Customer reported the device "melted through the circuit". No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Upon receipt the breathing circuit was visually inspected for any signs of abuse/misuse/damage. The circuit exhibited a section of melted tubing approximately one foot from the column end of the circuit. The melted portion of tubing measured approximately one inch in length. Four strands of the heated wire had pulled out of the tube forming a shallow loop. There was no recognizable burnt material from the circuit or the heated wires. A visual inspection was performed along the whole length of the circuit examining for any signs of heated wire "bunching" or "gathering". Nothing physically noted. To ensure a manufacturing process error, or electrical failure was not responsible for the report incident, the assigned electrical resistance was measured. The wiring resistance specification states the resistance valve should measure between 12.80 - 14.30 ¿ s. The actual measured value was 13.80¿ s which is acceptable. The IFU for this product states, "always maintain adequate flow rates through circuit to prevent overheating", do not milk or stretch tubing to remove condensation: wire damage or circuit malfunction may occur", do not placing tubing directly of patient's skin", "do not cover tubing with sheets, blankets, towels, clothing, or other materials". Based on the investigation performed, the complaint has been confirmed, however a definitive root cause assignment cannot be made with the limited information provided concerning the incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the device "melted through the circuit". No patient harm reported.